Event description:
It was reported that during the surgical procedure, arcing was observed. Upon further inspection of the monopolar curved scissors instrument, a split was discovered on the instrument tip cover accessory. The instrument tip cover accessory was removed and replaced and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and tip cover accessory were not returned for evaluation, therefore, the cause of the split on the instrument tip cover accessory cannot be determined.